Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The ipg system was not replaced. It was noted that a ¿j¿ tipped wire was also in the venous system, scarred into the renal vein. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the explant procedure, the physician noted a crimp in the right ventricular (rv) lead body. It was suspected that the lead was damaged by the tool that was being used to retrieve the j wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the right ventricular (rv) lead fractured at implant.